Manufacturer narrative:
This product was not returned for evaluation. Review of the device history records did not find any deviations or anomalies. No other complaints of any type have been reported for this lot of liners. The liner was used for treatment. The investigation could not verify or identify any evidence of product contribution to the reported problem. With the supplied information an exact cause of the reported difficulty cannot be determined at this time. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the reverse shoulder polyethylene liner would not seat onto the stem after impaction. The implant was removed and a different liner was used to complete the procedure.

Manufacturer narrative:
This report will be amended when our investigation is complete.